Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the last successful charge of the device was (B)(6) 2017, which contradicts previously reported information. The patient reported that as of (B)(6) 2018 t.hey had not seen their pain management doctor and they did not know what to do. The steps taken to resolve the poor communication were reported to be that the patient was sent 2 new antennas and it still did not work. The patient also reported that they normally saw 6 boxes during recharging, sometimes 4 boxes. This contradicts previously reportedinformation. The patient reported that now they did not see any boxes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was a poor communication screen on the patient programmer. The recharger was unable to communicate with the device. The patient was getting the reposition antenna screen on the recharger. The patient stated they kept the implant recharged, but have not seen 8 boxes at the bottom of the screen for a long time. The last time the patient felt stimulation was before thanksgiving. It was unknown when the last successful recharge was. The patient unplugged the antenna and tried to sync with the ins, but the issue did not resolve. It was also mentioned the patient received a programmer and it was not working. The patient was directed to see their healthcare provider (hcp). Additional information was received. It was reported the last time the patient successfully charged was (B)(6) 2017. The patient stated they were sent two new devices and it still was not working at all. The patient called and received a list of healthcare professionals (hcp) that could help manage the device. The patient reported that none of the doctors work with their insurance company. The patient stated that they normally saw all of the boxes when they were charging. The patient said they were now stuck with the device. No further complications were reported.